Event description:
Additional information received a week later clarified that this was not the patient&#38112;third overdischarge. It was previously reported that the patient had been in overdischarge for 8 months and they could not get it out of overdischarge after 8 hours of physician mode recharge (pmr), but that was no longer applicable to this event.

Event description:
It was reported that the patient had a 2nd overdischarge. It was unknown when it occurred. The patient had been in overdischarge for 8 months and they couldn¿t get it out of overdischarge after 8 hours of physician mode recharge (pmr). Currently, an implantable neurostimulator (ins) third overdischarge was suspected. There were telemetry issues and the patient couldn¿t recharge the implant because he had been in jail for 2 years. The patient had no managing doctor at the moment. The manufacturing representative wondered if the device was recoverable and how much the capacity would be damaged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).